Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 48 mg/dl at the time of incident. Customer was treated with food. Customer was using insulin pump system within 48 hours of reported event. Customer stated that the auto mode of insulin pump was inactive. Customer did not allege insulin pump was over delivering. Customer had a juice box and the blood glucose level went to 190 mg/dl. The insulin pump was not returned for analysis.